Event description:
A customer reported to beckman coulter, inc. (Bec) a leak at the probe of the coulter hmx hematology analyzer. The volume of the leak was about 1.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment at the time of the event. There was no injury or exposure to mucous membrane or open wounds. Medical attention was not sought. No patient results were affected. A field service engineer was dispatched to the facility to examine the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse observed there was a leak at the probe wipe rinse block. The fse noticed that the probe wipe was not moving all the way down. The fse readjusted the probe wipe rinse block and the leak was fixed. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. (B)(4).